Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer that stated that the end user is stating that the front crossbar on the commode is rusted and has a break in it and the part that holds the bucket has rusted off as well.